Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following answer was provided by the customer: I'm not sure what caused the blocked channel error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the device undergoing third-party repair using non-olympus parts and glue. Olympus endoscopy support specialist observed the reprocessing process at the facility on sep.7, 2023, could not find any deviation from instructions for use that affected the suggested event. The event can be prevented by following the instructions for use (IFU) which state: "operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. - IFU: operation manual prohibits 3rd-party repair as follows: prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Event description:
A gastroenterology technician reported to olympus that a gastrointestinal videoscope received a blocked water channel error, but reprocessing was able to be completed. During the following weekly reprocessing, the reprocessing failed. It was attempted with a different hook up but failed again. The scope was manually reprocessed before being shipped for repair. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as a clog was found within the channel. The device evaluation also found a leak from the instrument channel, the insulation was reading 0 megaohm, and there was a minor chip on the edge, as well as two cracks. Additionally, the angulations were low, play was found within the right/left and up/down, and the scope connector¿s labeling was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.